Event description:
It was observed, that during the device evaluation. The camera head exhibited a cut on the cable. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted, to provide the results of the legal manufacturer's final investigation. A root cause could not be identified. Based on the results of the investigation, the probable cause of the reportable malfunction (cut in cable) was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.